Event description:
The patient underwent a planned laparoscopic colon resection which was converted to an open procedure. It was during the procedure that the physician reported that the auto stapler misfired.